Event description:
It was reported that the patient underwent a posterior colpoperineoplasty on (B)(6) 2006 for the treatment of frequent urination, and a pelvic floor repair mesh was utilized. The patient experienced injuries including bowel perforation, required surgical resection and colostomy and additional medical and surgical care. No additional information was provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.